Event description:
The following event was reported to implantcast gmbh: "h-tep implantation in (B)(6) 2023. Revision with cup replacement in (B)(6), insertion of a tripolar femoral head. Incorrectly positioned 2m cup, resulting in impingement of the stem with the need to change the entire restoration." After the revision surgery took place, implantcast gmbh received the following description: "cone notched by 2m cup. Patient complains of impingement. Moderate metallosis in situ. Metallosis in serum." During the investigation, it was determined that the previously reported main component was not the product that caused the defect. Therefore, the actual product was selected as the main component for this follow-up report, which is approved in germany but not in the us.

Manufacturer narrative:
A damaged ecofit® hip stem 133° cementless lateralized sz. 12,5mm cpti with a laytime of approximately 13 months was reported. The explants were not available for visual inspection. However, intraoperative images were made available, on the basis of which a limited optical examination could be performed. An x-ray taken pre-revision shows that the ecofit® 2m hip cup is implanted at an angle and does not sit correctly in the acetabulum. This resulted into repetitive impingement and subsequently to the shown abrasion of the material (titanium alloy) at the neck of the hip stem. The generated particles migrated to the surrounding tissue and possibly caused the dark discolouration. Following blood tests showed elevated cobalt and chrome values in the serum. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. A review of the instructions for use revealed no errors in terms of content. However, the surgeon used an xxl femoral head in conjunction with a 133° hip stem, a combination that is not approved by the standard surgical techniques. The larger size of the femoral head may increase the risk of fracture along the neck of the stem. However, this cannot be linked to the present impingement. Therefore, the incident can be attributed to the incorrectly positioned hip cup and thus to an unintentional user error that caused damage to the stem due to repeated contact during movement, which additionally resulted in present metallosis.

Manufacturer narrative:
A damaged ecofit® hip stem 133° cementless lateralized sz. 12,5mm cpti with a laytime of approximately 10 months was reported. The explants were not available for visual inspection. However, intraoperative images were made available, on the basis of which a limited optical examination could be performed. A post-operative x-ray was also provided. It shows that the hip cup is implanted at an angle and does not sit correctly in the acetabulum. This resulted to repetitive impingement and subsequently to the shown abrasion of the material (titanium alloy) at the neck of the hip stem. The generated particles migrated to the surrounding tissue and possibly caused the dark discolouration. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. A review of the instructions for use revealed no errors in terms of content. However, the surgeon employed an xxl hip head in conjunction with a 133° hip stem, a combination that is not approved by the standard surgical techniques due to load reasonings. The larger size of the hip head and neck may increase the risk of fracture along the neck of the stem. However, this cannot be linked to the present impingement. Therefore, the incident can be attributed to the incorrectly positioned hip cup and thus to an unintentional user error that caused damage to the stem due to repeated contact during movement.

Event description:
"H-tep implantation in (B)(6) 2023. Revision with cup replacement in august, insertion of a tripolar femoral head. Incorrectly positioned 2m cup, resulting in impingement of the stem with the need to change the entire restoration."